Event description:
The customer reports on (B) (6) 2009 they had a gall ballard procedure. Two to three days post-op of the procedure, they developed an allergic reaction to the plastic in the trocar. She treated the site with cortizone several times per day for about a week. The irritation has cleared up.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.